Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported in (B)(6) 2022 that the implant housing had moved and the position of the coil was behind the pinna. The user underwent a revision surgery to re-position the device. However, it was unsuccessful and there was no influence on sound quality or performance. Therefore the user was re-implanted in the same surgery. An implant bed was drilled and the device was fixated with absorbable sutures.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for movement of the device from its intended position. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported in january 2022 that the implant housing had moved and the position of the coil was behind the pinna. There was no pain but the area was tender. CT scans were performed but no abnormalities, such as new bone growth, were reported. Prior to january 2022 the user had good benefit from the device. The user underwent a revision surgery to re-position the device. However, it was unsuccessful and there was no influence on sound quality or performance. Therefore the user was re-implanted in the same surgery. An implant bed was drilled and the device was fixated with absorbable sutures.